Event description:
The customer said spouse used the device to check pt's blood glucose and obtained a reading of 119 mg/dl. Pt then became incoherent and didn't recognize spouse. Paramedics were called and they checked pt's glucose and the level was 21 mg/dl. Pt was given a shot in the ambulance and then treated with an IV at the hospital. Controls were not used on the system. The device was replaced and requested to be returned for an evaluation.